Event description:
It was reported that this right ventricular (rv) lead exhibited an insulation damage. Engineering field analysis indicated that the bump was likely the outermost layer of the insulation being stretched a little and folded over itself. As of this time, this rv lead remains in service. No adverse patient effects were reported.